Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 10/1/2018 in a follow-up call to ensure the customer's condition since the initial call; customer went to ER on (B)(6) 2018 and was admitted to the hospital. Customer says blood sugar result was 1400mg/dl upon admission to the hospital. Customer was diagnosed with hyperglycemia and was treated with insulin, antibiotics and IV fluids. Customer was discharged on (B)(6) 2018 and is no longer experiencing symptoms. Customer states she is feeling better and that the meter is working as intended.

Event description:
Consumer reported complaint for e-5 after blood is applied accompanied by symptoms. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling nauseous. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.